Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that lead integrity alerts (lias) were triggered twice for the right ventricular (rv) lead. A possible lead fracture was suspected. The rv lead was programmed off and will not be replaced. It was noted that no other management of this patient will be done in light of patient not using their device. No patient complications have been reported as a result of this event.